Manufacturer narrative:
H.6. Investigation summary: four 3ml syringes in fully sealed blister packs confirmed to be from batch 0150246 (p/n 309657) were received and evaluated. It was observed all four of the syringes had no scale markings on the barrel, which was rejectable per product specification. Potential root cause for the missing scale marking defect is associated with the marking process. No corrective actions are necessary based on the defective rate identified. Batch 0150246 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that 50 3 ml bd luer-lok¿ luer-lok¿ tips experienced scale marking issues which was noted prior to use. The following information was provided by the initial reporter: product catalog number: 309657. Product description: syringe 3ml lf strl grad n-pyrg ll dehp-fr pvc free med disp origin of the issue: nursing/detail: no ml lines on syringe./number of occurrences: 50.0/sample available: true/lot number: 0150246.

Manufacturer narrative:
Initial reporter occupation: member support analyst, member operations, materials management a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 50 3 ml bd luer-lok¿ luer-lok¿ tips experienced scale marking issues which was noted prior to use. The following information was provided by the initial reporter: product catalog number: 309657. Product description: syringe 3ml lf strl grad n-pyrg ll dehp-fr pvc free med disp origin of the issue: nursing/detail: no ml lines on syringe./number of occurrences: 50.0/sample available: true/lot number: 0150246.